Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had possible temporary vent blockage. Customer's blood glucose was unknown mg/dl. The customer reported insulin squirting out during prime. The customer stated that insulin drips out with any button presses. The customer was unable to say if gap between piston and reservoir existed. The customer was unable to say if top of reservoir was wet. The customer stated that the pump doesn't have cracks. The customer stated that there is no other significant alarms in history. The customer was advised to return set and reservoir for analysis.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the reservoir, snap-cap, and septum for anomalies and none were found. Ran the occlusion test and no occlusions were noted.